Manufacturer narrative:
Olympus followed-up with the user facility via telephone and in writing to obtain additional information regarding this report. The user facility reported that the users were unable to record any images and stated that this was a one-time event. There were no further details provided. Olympus performed a search on shipping records to this facility found that the hospital had three high definition video processors which may have been associated with this report. Review of the service records for each of these devices found none of these devices had been returned for service since their initial shipment. The device referenced in this report was not returned to olympus for evaluation. The exact cause of the users' experience could not be conclusively determined. Olympus continues to follow up with the user facility to gather additional information. If significant additional information is received, this report will be supplemented. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus received a medwatch report, which stated: "tower with high definition brought into room. Sd card inserted on previous patient and no pictures captured. Printed pictures were not available either so no documentation of findings of case could be obtained."